Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device began emitting beeping tones associated with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.